Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download shows no errors. Run receiver functional test's, pass. (B)(6). Global communication tool software test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, pass. Measure the speaker resistance. Speaker resistance within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.